Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagogastrectomy. According to the reporter: the doctor had fired the eea and discovered that the knife blade had cut but the two tissues separated. There was some unanticipated tissue attached to the device from the esophagus. There was unanticipated tissue loss. There was tissue damage. There was no blood loss of 500cc or more. Surgical time was not extended by more than 30 minutes.